Event description:
Upon incision of surgery md(physician) tested bovie. When turned on, bovie tip caught on fire. Bovie was in air away from patient at the time. Md turned bovie off and fire stopped. Rn(registered nurse) and scrub tech removed bovie and bovie tip from operative field. Bovie and bovie tip placed in specimen bag along with original packaging and given to nurse manager.